Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout).

Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb disconnected wires. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd drive pcb. In addition, our technician confirmed that the segment fluid damage, the down pulley wire fluid damage, the right pulley wire fluid damage, the electrical pin connector fluid damage, the light guide cable coating damage, the distal body broken, the operation channel (primary) perforated, the suction channel buckled, the angle wire play, the control body corroded, the electrical pin connector corroded, the lg connector corroded, the shield cover corroded, the bending rubber missing, the nozzle gluing missing, the segment steel braid deformed, the distal body dirty, the lg prong top loose, the distal body worn out, and the ccd drive pcb defective; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.